Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive with a blank screen despite showing charging status, and attempts to wake or reset the device were unsuccessful; a replacement was arranged. Symptoms included slurred speech and dizziness during hyperglycemia. Outcomes included manual insulin administration with no medical intervention or outside assistance. Investigation included remote troubleshooting guidance and verification of correct charger placement and power sources. Investigation of this device revealed a suspected hardware malfunction related to the display or power control that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of unknown root cause pending device evaluation.